Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.

Event description:
It was reported that the customer experienced a high glucose level of 600 mg/dl. When the customer attempted to transfer information to his insulin pump the meter would not communicate the information. The customer gave himself manual injections to treat his high blood glucose level. The customer was advised to disconnect from the insulin pump to troubleshoot. He was advised to change the entire infusion set, reservoir, and insulin. The product is not being returned. Nothing further to report.